Event description:
It was reported the tlc55 was used during an unknown procedure. It was reported by the affiliate on the firing process the knob stopped and the surgeon could not fire the device fully because the force to fire seemed too high. A new tlc55 was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D6: device returned with no lot identification based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and it fired and formed all the staples as designed. Additionally, the force to fire the instrument was measured and was found to be conforming with respect to mfg requirements.